Event description:
A pathfinder guide wire used for a therapeutic ercp. During the procedure, while being placed in the common bile duct, the end of the wire came off. The fragment was retrieved during the procedure with biopsy forceps.